Manufacturer narrative:
Age at time of event: 18 years or older. The synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13oct2021. It was reported that crossing difficulties were encountered. The 80% plaque burdened target lesion was located in the mildly tortuous and mildly calcified mid to distal left anterior descending artery. The left side was cannulated with a non boston scientific guide catheter. The lesion was predilated using a maverick balloon. A 3.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Plaque modification was done using a flextome cutting balloon and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.